Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 408 mg/dl. The customer also reported having differences between their blood glucose and sensor glucose. Customer's blood glucose was 246 mg/dl and their sensor glucose was 352 mg/dl. Troubleshooting found the customer did not have bent cannulas on their previous sensors. Customer was advised of the proper techniques to avoid inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.